Event description:
On (B)(6), 2010, a respiratory therapist reported that the inomax ds, # (B)(4) went into delivery failure during boot up. The device was not on a pt and no adverse event was reported by the respiratory therapist. The device was removed from service by the customer and returned to the company for investigation.

Manufacturer narrative:
Evaluation summary: the investigation of the device is complete and is as follows: the device was being used in an off-label, long-term application which was not anticipated. A review of the service logs yielded the alarm. "Service required" resulting in a system shutdown. A software anomaly was found to be the root cause of the incident. The software has been modified to eliminate the anomaly.